Event description:
It was reported that ongoing intermittent occlusion alarms occurred which caused the customer's blood glucose level to exceed a value that was displayed as "high." The customer did not require assistance from a third party and addressed the high blood glucose by administering a correction injection via an alternate delivery method. Reportedly, the customer continued to use the pump for insulin therapy.